Manufacturer narrative:
Despite repeated attempts to obtain further information invacare has been unable to determine if there was a malfunction of the device or if it was an invacare product.  We are filing this in an abundance of caution based on unsupported allegations. Should additional information become available, a supplemental record will be filed.

Event description:
Lawsuit received from the complaint contact lawyer. Her client was using an invacare shower chair in a hotel. The shower chair was provided by the hotel. During use, the shower chair reportedly split into pieces. Unspecified serious injuries.

Manufacturer narrative:
The original information gathered for this event suggested the model involved was possibly an (B)(4) shower chair with no identification labels being present. Later review of pictures provided showed what initially appeared to be adulterated product. Upon further review, the chair model was identified as a 95-2 shower chair. As additional information becomes available, a supplemental record will be filed.

Manufacturer narrative:
Photos provided by the complaint contact show a shower chair unlike an invacare shower chair. The seat and back shown in the photos are similar to an invacare I-fit shower chair but the invacare I-fit has plastic legs. The legs in the subject chair photos are aluminum. The subject shower chair appears to be a modified shower chair built with parts from different models. It has not been determined which, if any, of these parts are from invacare. There is no labeling seen in the photos and the chair has already been deposed of by the hotel staff. Should additional information become available, a supplemental record will be filed.